Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device overheating during usage could not be duplicated. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece overheated during an extraction. The procedure was able to be completed successfully. There were no adverse affects on the patient as a result of this event.